Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause is an internal manufacturing process issue. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/5/2024, it was reported by a sales representative via email that an ar-1588tnt2 fibertag tightrope ii abs implant needle popped off. This was discovered during an unspecified procedure, with no reported patient harm. Additional information received on 2/16/2024: this was discovered during an acl procedure on (B)(6) 2024. The procedure was completed using another ar-1588tnt2 fibertag tightrope ii abs, and it was minimally delayed. Additional anesthesia was not needed, and the patient suffered no negative effects.